Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level, diabetic ketoacidosis and insulin pump was not delivering insulin on (B)(6), 2022 with blood glucose level was 470 mg/dl. Customer's current blood glucose level was 120 mg/dl. Customer was treated with intravenous insulin drip. Customer was not using auto mode. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022, the customer alleged was hospitalized for high bg and pump under delivery. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Thump software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of (B)(6) 2022, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 31.2 u. However, insulin pump received with a constant battery failed alarm. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to constant battery failed alarm. Unable to download carelink due to constant battery failed alarm. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.9mv). The motor was tested outside of the device on the ngp stb3 and passed. The original pcb 1 was removed and installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant battery failed alarm noted. The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and constant battery failed alarm occurred during testing. In summary, pump received with a constant battery failed alarm and unable to download carelink suspected to be on the pcb 2. Unable to verify customer alleged for high bg. Unable to verify pump under delivery due to constant battery failed alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.